Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the lens folded and became stuck. There was patient contact, but no patient harm. Procedure was completed with another lens instead. Additional information was requested.

Manufacturer narrative:
Only the device was returned in the blister tray inside the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens was not returned. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The root cause cannot be determined for the complaint of "lens folded and would not advance". The lens was not inside the device upon return. The plunger position in relation to the lens during advancement cannot be determined. The plunger was retracted to mid-nozzle. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).